Event description:
Boston scientific received information that this tachy device and competitor's brady lead exhibited high pacing thresholds, noise, intermittent oversensing and rising impedance. The field representative asked if it would be fine to turn off sensing and allow pacing. Boston scientific technical services (ts) discussed troubleshooting options. The lv lead was turned off. Attempts to obtain additional information were unsuccessful; thus the source of the of the noise/oversensing and rising pacing impedance was not determined. The tachy device and lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.